Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 16mm x 3.0mm, 48mm x 3.5mm, eccentric, de novo target lesion containing greater than 45 and less than 90 degrees bend was located in the mildy calcified right coronary artery to left anterior descending artery. A 3.00mm x 16mm synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was found that the proximal of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.